Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir. Found detached snap-cap/septum and transfer guard from reservoir head. The reservoir will leak.

Event description:
The customer stated that the rubber stopper in the reservoir came out with the needle in the transfer guard. Nothing further was reported.